Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection/abscess. Pt. Info. Was requested.

Event description:
Clinic reported a patient who developed suppurative abscesses in both axillae 1 month post miradry treatment. The clinic noted the left axilla was lanced with redness around the cut, prior to the follow-up examination. The clinic had to lance and drain the right axilla, which removed 10 ml of pus and blood. Both axillae were cleaned and dressed. Antibiotics were prescribed.